Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿dim light¿ was confirmed. The device evaluation found low light intensity due to heavy dust inside the lenses and the front panel led was blinking due to corrosion found on the hinge unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer that the evis exera ii xenon light source had dim/low light intensity. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: front panel led was blinking. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the corroded hinge unit could not be identified. Olympus will continue to monitor field performance for this device.